Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. Four days prior to the event onset, the patient was hospitalized for an unspecified medical condition. The patient was treated with injection cefazolin (1g twice daily; route and duration not reported), injection vancomycin (2g; route, frequency, and duration not reported), injection amikacin (125 mg daily; route and duration not reported), injection heparin (2000 international units daily; route and duration not reported), and injection tigi (50 mg with normal saline twice daily; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, cefazolin, vancomycin, amikacin, and heparin remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.